Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose level reached 500 mg/dl due to the issue. Corrective action included administering a correction injection via mdi, with no third-party assistance required. Technical support provided guidance for resetting the pump, which resolved the malfunction without recurrence, allowing the caller to continue using the pump.